Event description:
Blue fibers came off cotton towel and went into wound from regard custom pack 880119, lot 1925636745. Incident was discovered during procedure. The doctor had to pick blue fibers out of wound. Patient harm is currently unable to be determined at this time.